Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with scd comfort knee length med. The customer states that the 3 days post op the patient ((B)(6) year old female) contracted contact dermatitis on both legs. Customer states that the inflamed areas of the legs match the same area of the printed ink inside of the sleeves. For treatment the patient was prescribed oral medication and topical steroid cream.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.